Event description:
It was reported that, surgeon noted tibial plate and cement (simplex used) did not appear to adhere with each other. Tibia had to be revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR. # 9610726-2012-00338.